Event description:
On (B)(6) 2012, the patient was undergoing treatment for acute cerebral infarction. The physician placed the psc054 by using the psc032. After withdrawing the psc032, he inserted the pss054 but it got stuck. Another new pss054 was used but got stuck as well. The physician attempted to reuse the psc032 but failed in inserting, and then opened another new psc032. The pss032 was inserted into the psc032; however, it stopped around thirty cm from the distal similarly to the ps054. Pta was performed alternatively and was successful in partial recanalization. Flatness on the psc032, and multiple kinks on the psc054 were confirmed. Mdrs 3005168196-2013-00075---00080, are associated with the same event.

Manufacturer narrative:
Device investigation: results: one catheter (054) is damaged approximately (6.0cm) distal of the hub. A 0.054" mandrel could not be inserted in to the hub, because of the twisted proximal shaft. This catheter is non-functional. One catheter (032) is damaged approximately (55.4cm) from the distal tip. A 0.032" mandrel was inserted in to the hub an advanced distally until it reached the damaged distal portion of the catheter. This catheter is non-functional. The other catheter (032) is damaged approximately (15.0cm) from the distal tip. A 0.032 "mandrel was inserted into the hub an advanced distally until it reached the damaged distal portion of the catheter. This catheter is non-functional. The separators (054) and (032) are kinked in the ptfe coated section of the wire. The separator (054) wire is in good condition. Conclusion: the complaint has been evaluated and confirmed. Based on the observations made during the investigation and the description of the complaint, it is likely that during withdraw of the psc032 from psc054 the proximal portion of psc054 shaft below the strain relief was kinked. This made it difficult to insert both 054 separators. The kinks that appeared along the shaft of psc054 would also have made it impossible for the physician to reinsert any of the 032 catheters. All of the damage seen in the 054 separators, 032 catheters, and 032 separators was likely due to the initial kinks in the 054 catheter which likely occurred during insertion and manipulation in the patient. Once the 054 catheter was kinked, all other devices which the physician attempted to insert would have been difficult to advance and eventually become damaged due to the attempt to insert against resistance. The IFU for the penumbra systems warns against using damaged devices and states not to advance devices against resistance until the cause of the resistance is determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.